Manufacturer narrative:
Updated report with the email for the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate atrial tachy response (atr) switch modes due to far field oversensing. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate atrial tachy response (atr) switch modes due to far field oversensing. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.